Event description:
The physician placed a wingspan stent and advanced it past the clot of a cva patient. The stent would not deploy and the hypotube broke. This stent was removed. The case was completed successfully with a neuroform stent of a similar size.